Event description:
It was reported that this left ventricular lead was an attempted implant. When flushing the lead with saline prior to implant, leakage was observed from the middle portion of the lead. The lead was exchanged, and the procedure was then successfully completed without adverse effects. The lead is expected to be returned.